Event description:
The patient presented with a thoracic aneurysm and was treated with three gore tag thoracic devices successfully. Patient was sent to ICU and two days later died. During the post-op course the physician noted signs and symptoms of distal embolization, loss of motor skills on the left side of the body and elevation in the patient's creatine levels. It was the physician 's opinion that the patient died of distal embolization that caused renal failure. Case films will be sent to gore.